Event description:
It was reported that after implanting this lead a fracture was noted during lead placement. The lead was thus not used and was expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Lead was returned severed at approximately 540 mm from the tip end. It was noted that only the distal segment was returned. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations based on normal lead resistance measurements and inspection which showed no conductor issues with the returned portion of the lead.

Event description:
It was reported that after implanting this lead a fracture was noted during lead placement. The lead was thus not used and was returned. No adverse patient effects were reported.

Event description:
It was reported that after implanting this lead a fracture was noted during lead placement. The lead was thus not used and was expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
The lead was expected to be returned. Should the lead be returned analysis will be conducted and this investigation will be updated.